Event description:
A customer reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing information on how to reset the pump, and the error code was not displayed again after the reset. The customer successfully began their sensor session following the resolution.